Event description:
Patient was implanted with charite artificial disc in 2007. Immediately post-op the patient complained of continued leg and back pain. A procedure was performed to evaluate the foramen and nerve root. No problem was found. Patient continued to have pain. X-ray determined that the core had migrated posterior. Procedure (posterior) was performed three months later to push core back in place and place pedicle screws. Immediately post-op, the core again pushed posterior. Anterior revision was performed and the charite implant removed.

Manufacturer narrative:
Evaluation found no anomalies. At this time, no connection can be made between the event and any shortcomings of the device or information provided with the device.